Event description:
Customer reported that when they opened the sterile box there was a hair in it. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the foreign body (i.e. Some kind of hair) was identified prior to use so no patient involvement or injury was reported. If such type of hazard would reoccur and the user did not recognize the foreign body prior to use, although sterility of all content of the sealed package is ensured if it is not damaged, the particle can be introduced into the sterile field and get in contact with patient tissue. In a worst case scenario this may lead to a local foreign body reaction and inflammation which only in exceptional cases will cause harm or serious injury. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation for this complaint. The complaint was confirmed. A hair contaminant was visible in the inner pouch of the returned sample. A batch review showed that there were no exceptions reported during the manufacturing of the reported lot, and that all inspections for presence of hair/particulates were performed during manufacturing and as finished, kitted product. All 12 retain samples of the reported lot were inspected and did not contain hair particulates. This is the first reported complaint of this nature for this product lot. Baxter hayward has opened event number 10764 to further investigate the complaint. This complaint will be kept on file for trending purposes.